Event description:
It was reported that during an interventional procedure of a severe left renal artery stenosis, the stent was placed appropriately with a good result. While attempting to withdraw the 0.014 balance middleweight (bmw) guide wire it appeared to be kinked or crimped and caught on the stent strut; the guide wire could not come out without moving the stent. Subsequently, a balloon catheter was advanced through the stent and over the guide wire while attempting to advance the guide wire distally but could not free the guide wire. Several attempts to advance the guide wire using the balloon failed when the balloon caught on the edge of the stent and crushed the stent. An angiogram was performed and there was good flow to the vessel. The balloon catheter was used to push against the stent while pulling on the guide wire; the guide wire tip became separated and a small filament of wire remained in the vessel. No additional intervention was performed. The patient was discharged. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight estimated; (B)(6). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however, the kink was unable to be confirmed as it was likely on the separated portion of the guide wire that was not returned. The difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem analysis was performed on the guide wire and the results suggest that the core separation may be attributed to ductile overload at a bend. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. (B)(4).